Manufacturer narrative:
As of 04/11/2025, returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on device label.

Event description:
On the initial report received by aso on 03/21/2025, the consumer stated that she developed a rash after using the bandage, and the consumer sought medical treatment from her primary care physician. On the completed consumer information report (cir) received on 04/02/2025, the consumer stated that treatment was required. The consumer reported that the area surrounding the cut where the bandage was applied became red and developed blisters, raised skin. Her doctor recommended to use hydrocortisone. Consumer reported that the symptoms did not correct after she stopped using the product. Consumer reported that the scar caused by the rash still remains. In addition, the consumer stated that the issue was with the tape area.